Event description:
It was reported the patient was in the ER on (B)(6) 2003 and admitted for four days. The pump managing physician saw the patient and reviewed the pump and stated the pump was working as it should and was not over infusing. The seizures were caused by the patient not taking her seizure medications as prescribed. A cause for the over sedation was not found. The pump was infusing fentanyl 1000mcg/ml at 300mcg/day and bupivacaine 2.5 mg/ml at 0.75mg/day. The patient was seen in (B)(6) 2013 and the pump therapy was going well. It was said, the patient made a full recovery and was again taking her oral seizure medications.

Event description:
It was reported that the patient was in the emergency room (ER) because, her medication from the pump was ¿too strong¿ and was ¿knocking her out¿. The healthcare provider (hcp) had to keep administering narcan and inquired about turning the pump off; however, the hcp did not have a physician programmer available. The hcp also declined removing the drug from the pump as he was not qualified. The device system delivered fentanyl and bupivacaine. It was later reported that the caller was unsure if the pump was ¿activating right¿ and whether it was ¿putting out too much medicine, no medicine¿.whether it¿s even working or not¿. The patient was currently hospitalized and had been in the hospital for the past four days when the patient was brought to the ER. The patient was having seizures and the doctors were saying that she was being over-sedated with medication. The seizures started the night prior to the report. The caller wanted assistance from a manufacturer representative to examine the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), product type accessory product ID: 8590-1 lot# n273295, implanted: 2011 (B)(6), product type accessory product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).